Manufacturer narrative:
The explanted product has not been made available to nuvasive for evaluation. Review of product labeling notes "... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component (s) ..." The root cause of the reported event is unk. Should relevant information regarding the event become available, a subsequent report will be filed. Nuvasive ref: (B)(4).

Event description:
Post-operative backout of both screws used in a helix mini plate acdf procedure was reported. Spine levels affected appear to be c6-c7, although this has not been confirmed. Revision surgery occurred on (B)(6) 2011.